Manufacturer narrative:
Section d4: primary UDI corrected. Section d6a: this field was inadvertently populated in the initial report; the device is not implanted. Section d9: corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of a pump stop and a yellow wrench alarm on the controller can be confirmed. The returned system controller (serial number (B)(6) was connected to our test equipment upon arrival and the test pump initiated operation; however, the system controller screen displayed ¿call hospital contact/comm fault¿ and the yellow wrench alarm activated. The system monitor displayed only the pump power (3.6w) and there was a communication fault message. Visual observation confirmed that the pump running leds were active; however, they were dim. The system controller was disassembled and visual inspection of the internal components revealed damaged capacitors on the printed circuit board assembly (pcba). As a result of the damaged components the system controller was not able to communicate with the test pump during analysis; however, it was still able to operate the pump. Log files were successfully retrieved during analysis. The event log file retrieved contained data recorded from 17sep2024 to 20sep2024. Routine power cable disconnect alarms, associated with power source exchanges were recorded until (B)(6) 2024 7:55. The associated voltage levels indicated that the system controller was connected to fully charged batteries. The next recorded entry, at 11:34:27 revealed a controller reset and at 11:34:38 the loss of lvad comm alarm became active. The data captured at 11:38:13 revealed that the pump power was 3.963w which suggested that the pump restarted; however, the pump communication was compromised and no other pump parameter besides the power were captured in the log file. The data captured at 11:39:25 revealed that the driveline was disconnected and the pump power decreased to 0w. The remaining data indicated that driveline remained disconnected, and the last recorded entry was on (B)(6) 2024 at 15:17:34. The periodic log file contained events recorded from 09sep2024 to 20sep2024. The recorded data did not add any new information regarding the reported event. The last recorded entry where normal operation was captured was on 20sep2024 at 10:53:02 and the next entry, captured at 12:34:27 revealed that the driveline was disconnected. The specific root cause for the damaged capacitors on the printed circuit board assembly (pcba) was not able to be determined during the investigation. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. System controller hardware fault is also addressed in this section (alarms and troubleshooting/hazard alarms): no active symbols (constant audio tone): 1. Immediately switch to the backup system controller. 2. Provide patient with a new system controller. A backup system controller is identical to the running system controller. It should remain with the patient at all times for easy access in an emergency. Section 2 ¿system operations/replacing the current system controller covers all required steps to exchange system controller. The section also, caution users ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in a normal state of health and was working outside. The temperature was in the 80s. They suddenly heard an alarm indicating they had lost power despite being connected to two batteries that should have had plenty of power. The alarm was loud, constant, and could not be silenced. The patient was asymptomatic but stated they felt the pump stop running in their chest. The green pump running light was not illuminated, and the yellow wrench lit up. The lcd screen was completely black. This occurred for about 10 minutes. The patient went inside to troubleshoot and without intervention, the screen was able to illuminate again. When they scrolled through the screens to try and check the speed, flow, power, and pulsatility index (pi), they only saw dashed lines. At that point, the alarm was an intermittent audible alarm. When it would sound, the patient would see the red heart icon and the yellow wrench light up. The patient saw a no external power alarm. The button on the batteries was pressed and none of the lights illuminated on the batteries themselves. The patient exchanged their batteries but the alarm did not resolve. The fresh batteries did also not illuminate when the button was pressed. The patient called 911 and proceeded with a system controller exchange on their own. They said it felt like it look a little time before the pump started running again. Log files indicated the equipment was operating as intended until (B)(6) 2024 at 11:34:27. At this time, a reset controller event was recorded and the recorded data indicated the system controller was no longer capturing parameters.